Event description:
It was reported that the spinal cord stimulation (scs) patient experienced intermittent, sharp, jolting stimulation when walking through metal detectors or while prospecting for gold using a prospecting device. This overstimulation occurred whether stimulation was on or off. Attempts to reprogram the scs device were unsuccessful and the patient experienced a panic attack due to not wanting further troubleshooting therefore use of the device was discontinued at that time. The patient was eventually hospitalized and underwent an explant procedure during which the full scs system was removed. There were no reported patient complications postoperatively and the patient has been discharged from the hospital.

Manufacturer narrative:
Correction to block d4 and block h11. Device analysis performed on the returned ipg revealed normal device characteristics during visual and functional testing. A current leakage test confirmed there was no loss of electric current and a residual gas analysis confirmed that the case was intact. A labeling review that was performed determined that strong electromagnetic fields can cause stimulator to turn off or cause temporary changes in stimulation or interfere with the remote-control communication. Patients should avoid or exercise care around theft detectors, security screeners or other sources of strong, magnetic high energy fields. Additionally, lead breakage, loose connections and electrical issues can result in reduction in pain relief, as noted within the IFU as potential risks associated with use of these devices. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 5027348, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 21520332, UDI: (B)(4). Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 716160, UDI: (B)(4). Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 2000018994, UDI: (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 5027348. Product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 21520332. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 716160. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 2000018994.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced intermittent, sharp, jolting stimulation when walking through metal detectors or while prospecting for gold using a prospecting device. This overstimulation occurred whether stimulation was on or off. Attempts to reprogram the scs device were unsuccessful and the patient experienced a panic attack due to not wanting further troubleshooting therefore use of the device was discontinued at that time. The patient was eventually hospitalized and underwent an explant procedure during which the full scs system was removed. There were no reported patient complications postoperatively and the patient has been discharged from the hospital.